Event description:
It was reported to boston scientific corporation that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID and weight are unknown). According to the complainant, the procedure continued without issue until the console reached 80 degrees. At that time, instead of starting the ablation phase, the console shut down. There were no alarms or error codes received prior to the system shutting down. The physician left the sheath inside the patient and attempted to reboot the console. The console successfully rebooted with no alarms or error codes. Again, the procedure continued without issue until the console reached 80 degrees. Again the system shut down without warning. The physician elected to complete the procedure using novasure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID and weight are unknown). According to the complainant, the procedure continued without issue until the console reached 80 degrees. At that time, instead of starting the ablation phase, the console shut down. There were no alarms or error codes received prior to the system shutting down. The physician left the sheath inside the patient and attempted to reboot the console. The console successfully rebooted with no alarms or error codes. Again, the procedure continued without issue until the console reached 80 degrees. Again the system shut down without warning. The physician elected to complete the procedure using novasure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
The console was returned for evaluation. A logic/wet test was performed, and the unit works properly; the unit heated above 80 degrees c and did not turn off. Therefore, the most probable root cause for this complaint is not confirmed.